Event description:
It was reported that there was a connection issue between the minicap transfer set and unspecified cassette. The patient was unable to disconnect from the cycler because the dark blue tip (female connector) of the transfer set got stuck. The patient used an alcohol pad and something with ¿grip¿ to unscrew the tip. This occurred during disconnection after peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.